Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational sensor abnormality was observed. First prime ended prematurely, lasting 31 pulses. After 41 total priming pulses, the ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. The pod completed 2 reruns without incident. No damages or deficiencies were observed that would contribute to the rotational sensor malfunction, which is confirmed as the root cause of the reported needle mechanism failure. The exact cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had failed to deploy and the pods pink slide did not move forward at initial activation.